Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing to all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there were no issues with the orders crossing over. A technical support specialist (tss) logged into the enterprise server (es) and confirmed that all devices were communicating properly, with xml messages transferring as expected. The patient record showed the patient as admitted, and the order identification number (ID) had successfully crossed over. No issues were identified within the es system. Tss then contacted the customer, who clarified that the concern was not related to order transmission but to a medication order. The customer inquired about a legacy pyxis feature that allowed zeroing out an order for a medication they did not have. Tss informed the customer that this functionality was not available in the current system and advised that the facility would need to unload the drawer containing the 100 mg medication and resend the order with the correct medication ID. The system functioned as intended after the technical support specialist investigated the issue.